Event description:
It was reported patient underwent a bilateral partial knee arthroplasty on (B)(6) 2008. Subsequently, the patient underwent right knee revision procedures on (B)(6) 2008 and (B)(6) 2015 due to a dislocated tibial bearing and pain. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity" and ¿intraoperative and/or postoperative pain.¿ the following sections could not be completed with the limited information provided. Expiration date - unknown; manufacture date ¿ unknown. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-01440 / 01441).

Event description:
It was reported patient underwent a bilateral partial knee arthroplasty on (B)(6) 2008. Subsequently, the patient underwent right knee revision procedures on (B)(6) 2008 and (B)(6) 2015 due to a dislocated tibial bearing and pain. Additional information received noted patient underwent a right knee revision procedure on (B)(6) 2015 due to dislocation, instability and pain caused by a torn anterior cruciate ligament from the incorrect size tibial bearing being previously implanted. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.